Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that during the injection, the patient end is breaking off into the site. Verbatim: consumer reported, during injection, patient end is breaking off in the site stated, he was able to remove the needle by using a tweezer stated, no bruising and he did not seek medical attention stated, this is the first time he's had an issue with the product."

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that during the injection, the patient end is breaking off into the site. Verbatim: consumer reported, during injection, patient end is breaking off in the site. Stated, he was able to remove the needle by using a tweezer. Stated, no bruising and he did not seek medical attention. Stated, this is the first time he's had an issue with the product."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. Investigation summary: customer returned (B)(4) sealed 8mm, 31g pen needles from lot # 0022816. Customer states that during the injection, the patient end is breaking off into the site. (B)(4) returned pen needles were examined and no broken cannula or any other defects was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.